Event description:
It was reported via repair work order that the brakes would not hold due to the caster stems being broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.